Event description:
Report received that while operating on battery power, the power powered off by itself. The customer contact reported the pump was delivering an unspecified medication when the pump powered off. The pt "almost arrested." No specific treatment measures were provided. It is unspecified if the pump sounded an audible alarm tone prior to the power loss. Multiple unsuccessful attempts have been made to obtain additional info.